Event description:
A customer reported a malfunction on their pump. There was no reported adverse impact to the customer. Technical support assisted the caller in resetting the pump, and the malfunction did not recur after the reset. The customer was advised to keep using the pump and to contact support again if the issue reoccurred, which the caller acknowledged and understood.